Event description:
It was reported that the user went swimming while wearing the ilet and afterward the pump would not charge; the caregiver indicated the pump was not submerged and was seeking guidance on proper charging orientation. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or medical intervention. Investigation included customer interview and troubleshooting guidance regarding correct charging setup. Investigation of this case revealed a suspected charging failure potentially related to exposure to water and improper charging orientation, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to determine a definitive device or use-related root cause.